Event description:
Additional information received reported the power on reset (por) indicated "call your doctor." The interference was when the patient used her cellphone "clearly" of her neurostimulator and she did not have access to her programmer. It was noted the patient would be careful when using her cellphone's gps feature. No interventions were required.

Event description:
It was reported there was significant interference between the device and "any material, remote control, tv, camera card payment, and computer." The patient could increase the intensity of the stimulation with the tv remote control. There was no patient injury. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).